Event description:
It was reported that during removal of cement in a total hip revision, the glass-like tube on the flx-lite broke when another instrument in use came in contact with it. This contact resulted in glass-like fragments falling into the bone marrow space. It was reported that the surgeon irrigated the site and was unable to remove all pieces. The surgery was completed as intended, and to date, the patient's recovery has been uneventful.

Manufacturer narrative:
Investigation results: conmed linvatec received this device for evaluation. A visual examination confirmed that the light section was broken. Conmed linvatec has requested further investigation from the vendor. Per the vendor, this light is made of borosilicate glass in nickel-plated brass and not meant for implantation. In follow-up with the customer, it was reported that this device came in contact with another instrument in use when the glass broke. The surgeon will be provided additional information regarding this device.